Event description:
Additional information was provided from a consumer (con) stated that theywere still having the same issue with the handset. The handset was getting stuck at 90 percent since 8:52 am when they tried to do a bolus. The patient stated that they have seen services code 356 (communicator error/try again) and restart application 3-4 times a day. The patient got 10 bolus a day. The agent assisted the patient with clearing data. The devices were connected, and the patientwas able to get a bolus.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding their external equipment. It was reported that for 'about a month and a half', the patient's communicator had been 'acting up' because it took 'forever' to connect to their pump to request a bolus. Patient stated they would put the communicator on their back and the screen would go to 90% and would sit there for 5 to 10 minutes before the bolus request goes through. Patient stated an instance where they shut the handset off, and waited awhile prior to turning it back on, but stated 'it would not connect,' and then stated 'then after about 5 minutes it finally connected,' and confirmed they got the 'bolus started' screen. Patient stated new handset (received 09/19/2024) and communicator both take charge well and were unplugged when using them. Patient mentioned 'with the old one (handset), I put it on my back and it went fast, it never stopped at 90%.' Patient unlocked handset and myptm app was open. Patient read 1 hour lockout with 6 boluses left today. Agent assisted the patient in closing the app, restarting the handset, and resetting the bluetooth and location settings. While on the call, patient was able to successfully connect to the pump and see the appropriate lockout again. Patient appeared to reference that theynormally wait for communicator bluetooth light to turn solid blue prior to putting communicator over the pump. Agent reviewed 90% considerations, reviewed closing app after each use, and reviewed communicator placement considerations. Patient would monitor and call back if issue persists. Additional information was received from the patient who reported that they have been unable to bolus since 10:54am due to seeing ¿not found¿ and ¿trying everything¿ to resolve before calling. The agent was unable to resolve with restarting myptm app and toggling off and back on bluetooth and location. The agent had the patient reset communicator and tap ¿switch communicator¿ and restart myptm app but the patient then read service code 389 (communication manager not started correctly). The agent had the patient tap ¿restart application¿ but seeing ¿not found¿ again. The agent had the patient restart handset and myptm app and the agent assisted the patient in clearing ¿android recovery¿ screen. Then the patient was able to request/receive a bolus with a delay at 90% while connecting to pump and again after requesting a bolus. The patient received the bolus successfully and read an expected 1hr 59 min lockout and 6 boluses left today. The patient mentioned their arm gets tired holding the communicator. The patient was redirected to hcit for further assistance with communication manager and to order new wallet case (for android recovery screen). Additional information was received from the patient who reported that they were still getting the 90% lag. The agent reviewed, and the patient was going to call back if they needed any further assistance.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown: product type software product ID tm90t0 lot# serial# (B)(6): product type accessory product ID m977041a001 lot# serial# unknown: product type product ID hh9020tdd lot# serial# (B)(6): product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.